Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; the customer did provided device histroy log for review. The customer's report was observed during the review of logs. No pads were returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed impedance testing and the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.